Event description:
Sequential compression device was in use on patient during procedure and in recovery. When patient got up during discharge process, bruising was noted on the backs of patient's legs consistent with scd stocking pattern. Additional follow-up reveals: it is believed that the patient was supine during use of the scd. No alarms are remembered. The nurse is sure that the correct size was used. The bruise pattern on the patient was consistent with the stocking and the hose, so it is likely that the hose pressure was a factor.